Event description:
Per the clinic, the patient experienced poor device performance from activation and developed an infection (site of infection not confirmed). Subsequently, the device was explanted on (b)(6) 2026. Additional information has been requested but has not been made available as of the date of this report.